Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 6-30 pusher wire was returned for analysis, enclosed in a sealed biohazard bag and a shipping box. The solitaire stent was not returned. The reported rebar 27 catheter was not returned. Damaged location details: the solitaire fr 6-30 device was observed to be broken at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil appeared to be in good condition. No bends or kinks were found on the pusher wire. The fractured ends of the teardrop struts were sent out for scanning electron microscopy (sem) failure analysis testing. Testing/analysis: the fractured ends of the teardrop struts were sent out for scanning electron microscopy (sem) failure analysis testing. According to the sem test result, based on the progressive cracking features found (striations), it is believed that both ends failed via fatigue, then to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the solitaire fr stent was hydrated and rinsed, there was obvious resistance when entering the rebar27 microcatheter hub, and it could not enter the microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no patient involvement. Additional information received reported there was no damage to the catheter or solitaire pushwire. The connection between the distal end of the guidewire and the stent was kinked. The tip of the solitaire sheath was secured into the hub of the microcatheter.